Manufacturer narrative:
The screwdriver was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The tip of the returned driver shows some wear but was not bent or twisted. The driver remains fully functional. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had multiple damaged instruments. The probe had a twisted tip. No patient was present at the time of the event.